Event description:
The daughter of a (B)(6) pt contacted lifecor customer support to report that the lifevest quit working. The screen was blank, and cycling the batteries and pressing the response buttons was ineffective. Support issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device manufacture date: monitor (B)(4): 12/2008. Electrode belt (B)(4): 05/2007. Device eval summary: device evals of monitor (B)(4) and electrode belt (B)(4) have been completed. The reported problem could not be duplicated. The monitor was fully functional upon receipt. The reported problem could not be duplicated. There appeared to be one memory fault that occurred roughly two hours prior to the pt reporting the problem, but there is no reasonable evidence to suggest that this contributed to the reported problem. The electrode belt was fully functional upon receipt. The reported problem could not be duplicated. The root cause for the reported malfunction was not positively identified. No adverse event resulted from the reported system malfunction. The pt received a replacement monitor and belt.